Manufacturer narrative:
Technician found the bed in "down" storage area. Found head of bed was drifting down slowly due to faulty CPR valve. Replaced CPR valve to resolve this issue.

Event description:
Bed found in "down" storage area. Cause of problem is unknown. No injury alleged.